Manufacturer narrative:
B5; additional information received: per corelab, it was said for the type iiia endoleak, it's loss of seal between the navion and all 3 of the devices in the distal end of the navion. It was confirmed the iiia endoleak is between the valiant navion stent graft and whatever stent graft is immediately distal to the navion, which is unknown. The site does not have any information on the implant order of the devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during an unknown endovascular procedure . The patient had an existing valiant captiva and endurant iis stent graft system implanted six months earlier. It was reported that corelab review of a CT taken on the same date showed a ia and iiia endoleaks involving the valiant navion. There was no fracture, stent ring enlargement or stent ring migration observed. The maximum aortic diameter was 96.8mm. It was noted that the valiant navion was failing to seal with the other devices. The site could not confirm which device the navion has lost seal against. It is unknown if there were interventions performed to treat the endoleaks. No cause was provided. It was reported the patient expired the same year. No cause of death was provided. No additional clinical sequalae were provided

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.